Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's nurse reported the pt was hospitalized because she had been switched to a new type of infusion set (brand unk) and they are leaking and kinking. The nurse stated she would advise the pt to contact technical support. Further attempts to f/u up with the pt were unsuccessful. No further info was provided. No product will be returned for eval.